Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The wheel and fork assembly was returned for evaluation, and subsequent testing verified the complaint. The wheel and fork assembly was defective. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The fork is bent and has caused damage to the wheel.